Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. However, the technical support advised that the insp pressure transducer needs to be calibrated. The customer called back that a second vent was doing the same thing and advised that this is more than likely due to the patient's settings and the size of the circuit. They need to use a larger sized circuit since they have changed the patient size on the vent from neo to peds due to the flow needs of the patient. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the avea ventilator alarming circuit occlusion. The issue occurred during patient-use on an infant. The customer noted that there is no respiratory distress and that the patient is comfortable on the vent. The customer confirmed that there was no patient harm associated with the reported event.